Event description:
Patient was implanted with tibial nail (B)(6) 2012 for tibial shaft fracture. Patient returned to o.r. With operative site septic arthritis infection on (B)(6) 2012. Surgeon performed an arthroscopic lavage as treatment plan. No hardware was removed. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.